Event description:
It was reported that the customer had high blood glucose levels. Customer's blood glucose level went from 466 mg/dl to 566 mg/dl. Customer changed her set yesterday and had a normal blood glucose level of 93 mg/dl. When the customer had lunch, she had a blood glucose level of 466 mg/dl. Customer treated with a bolus through the pump. Customer had symptoms of nausea and dry mouth. Customer gave a 15 unit injection through a syringe of novolog. Customer ran a manual prime and the insulin exited the tubing. Pump settings are also correct. A missing bolus for 14 units was found. Customer programmed a 0.2 normal bolus and the customer found the bolus appears in the screen. Customer will be sent a tubing clamp and will call back to complete troubleshooting. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.